Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no damage to the instrument tips, no thermal damage was observed, there was a broken wire but unclear if it was the "conductor wire" or a grey/silver cable, the instrument did exhibit an unintuitive motion. The jaws of the instrument did not open and there were no missing fragments from the instrument tip.